Manufacturer narrative:
H.6. Investigation: bd received thirty-seven (37) samples and two (2) photos for investigation. The photos were reviewed and show tubes appearing to have additive abnormality. Additionally, the customer samples were evaluated by visual examination and additive abnormality with the incident lot was observed. The samples appear to have an uneven additive spray pattern, resulting in an abnormal appearance of the additive collecting on the inside walls of the tubes. Note that the additive amount dispensed into the tube is accurate, only the spray pattern is abnormal. A review of the device history record indicated a nonconforming material report (ncmr) was raised for this issue and lot number; however, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the failure mode of additive abnormality based on the provided photos and the returned samples. Bd determined that the root cause of the indicated failure mode was attributed to solids build up at the bottom of the sample bottle allowing the sample to sit for an extended period without agitation.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 39 times. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 39 times. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tube."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 39 times. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.